Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 23sep2022, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby the local display on a four-inch roller pump (used for cardioplegia) was intermittently blanking. The control on the roller pump was still available on the central control monitor (ccm), so the product was not changed out, and the surgery was completed successfully, with no delay and no blood loss.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display was blanking intermittently. The issue did not affect the operation of the roller pump and it was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The roller pump display was replaced, and testing was completed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the roller pump display into lab use only (luo) testing equipment. The roller pump ran at 1.5 liters per min (l/min) for 120 hours and there were no observations of the screen blanking. It was determined that the roller pump display met specification.